Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (2.3 mg/ml at 230 mcg/day) and dilaudid (2.0 mg/ml at 200 mcg/day) via an implantable pump. The pump¿s indications for use were bone and non-malignant pain. Upon pump interrogation, it was discovered that there was an active motor stall and there was a ¿stopped pump period may exceed tube set¿ message. The patient had not had magnetic resonance imaging (MRI) performed recently. The hcp turned the pump off. The pump had already reached the elective replacement indicator (eri) and the replace by date was (B)(6) 2016. The patient was "not feeling too good,¿ the symptom was reported as sudden. The event date was (B)(6) 2016. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.